Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro winged IV catheter on an unspecified number of occasions, the needle became exposed while placing it. There was no report of patient impact. The following information was provided by the initial reporter: push button IV catheters, exposes the needle before staff can guide it into place. IV needle should be sheathed continuously at all times during its use. Impact of incident: IV failed for the pt, ems had to try again to get IV access. Who was affected? Patient. Frequency: recurring, every time we use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro winged IV catheter on an unspecified number of occasions, the needle became exposed while placing it. There was no report of patient impact. The following information was provided by the initial reporter: push button IV catheters, exposes the needle before staff can guide it into place. IV needle should be sheathed continuously at all times during its use. Impact of incident: IV failed for the pt, ems had to try again to get IV access. Who was affected? Patient frequency: recurring, every time we use.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.